Event description:
A report was received from (B)(6) that stated an endotracheal tube experienced a cuff leak while a doctor was intubating a pt. The pt had to be reintubated however no pt harm was reported.

Manufacturer narrative:
No additional info is available at this time. (B)(4).